Manufacturer narrative:
Device had cracked case battery side and cracked battery tube threads. Device passed rewind test, prime test, force sensor test, sleep current measurement test, active current measurement test and self test. Device passed displacement test, sleep current measurement, active current measurement and self test. Power error due to connector resistance issue. No failed battery test noted during testing. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump was damaged with failed battery test alarm. The customer¿s blood glucose level was 105 mg/dl. Customer troubleshoot was performed. The customer was advised to discontinue use of the pump and also advised revert to back up plan and treat per healthcare professional¿s instructions. The insulin pump will be returned for analysis.